Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked. The hypotension appears to be related to procedural condition and hypotension is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and delayed therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening and intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. An xtr clip was placed in the center of a2p2 and mr reduced to 1-2. It was decided to place an ntr clip. While preparing the ntr clip, the patient experienced a drop in blood pressure. Echo and angiography were performed and showed that the xtr clip that was already placed opened up to 70 degrees and mr increased from 1-2 to 2-3. The ntr clip was implanted medial and lateral. Three clips were implanted, reducing mr to 2. A delay in the procedure was reported due to the need to implant a 3rd clip. There are no reported adverse patient sequela. No additional information was provided.